Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the left anterior descending artery. Details of the lesion are unknown. The 1.50x20mm apex flex balloon catheter ruptured during inflation at ten atmospheres. The number of inflations is unknown. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not returned for analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)